Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, part of the lead broke and stayed inside the device. The device and the lead were replaced. Patient's condition was stable.

Manufacturer narrative:
A fracture of the connector pin and the peek connector coupling was noted. This is consistent with the observation from the field of the lead breaking in the device.